Manufacturer narrative:
Additional information was received. The patient was initially diagnosed with endocarditis. However, thrombus was observed directly above the leaflet, which lead to malfunction of the leaflet. The patient was treated with low molecular weight heparin (lovenox) and did not require hospitalization. At last report the patient was stable with trivial pvl. As the patient was successfully treated with lovenox and no intervention was required, the event is not MDR reportable. A corrected supplemental is being submitted.

Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The source of the infection was unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), approximately 1 month post implant of a 29mm sapien xt valve within a pre-existing surgical valve in the mitral position, echo showed paravalvular and central regurgitation grade ii and endocarditis. The valve implant was successful, and no regurgitation was observed post procedure or at discharge.